Event description:
The suspect device result was 278 mg/dl. The user dosed insulin and was later taken to the ER. User received glucogon as treatment. Controls were not used. The device was replaced and requested to be returned for evaluation.